Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
When the customer started to use the sponge on the patient, pieces were left in the patient, and the pieces were retrieved. The patient is fine.

Manufacturer narrative:
(B)(4). After review of the samples, carwild finds nothing out-of-the ordinary or anything that would constitute a "nonconforming" condition. Samples displayed normal material characteristics and showed no sign of poor workmanship. As stated in the initial response to cc17-34, this product is made from natural cotton material, which is prone to deterioration and shedding of particles, especially if it is not handled very carefully by user. It is our continued assertion that the reported phenomenon is a function of the material choice and not cause for rejection. It is possible that the customer requires a different material to suit their needs and expectations. Carwild offers a neurosponge made from a needle-punched rayon material, which is a lint-free alternative and might be a better material choice.

Event description:
When the customer started to use the sponge on the patient, pieces were left in the patient, and the pieces were retrieved. The patient is fine.

Manufacturer narrative:
(B)(4). No evidence of degradation of material noted in lot#: 1601669 ohr inspection results, or observed on any physical product to-date. No samples or photo of reported defect returned. No changes to manufacturing process or procedures have occurred. This neurosponge is made from non-woven cotton material, which is fragile and can easily be damaged or pulled apart with improper handling or use. This material inherently contains particles and/or fibers, and this is a normal and known characteristic of the material design. This material is specified by teleflex. Possible root cause is that end user does not understand the innate characteristics of non-woven cotton material, and/or the parts were mishandled by customer.

Event description:
When the customer started to use the sponge on the patient, pieces were left in the patient, and the pieces were retrieved. The patient is fine.